Manufacturer narrative:
Follow-up #1: date of submission 10/08/2015. Device evaluation: the device has been returned and evaluated by product analysis on 09/18/2015 with the following findings: "por" events were observed in the black box on 07/28/2015 and 07/29/2015. The battery compartment was found to be intact. The pump was exercised for 24 hours. The pump was powered on with the returned battery cap. No reboot, loss of power or call service alarms were duplicated. A "no power" event was not duplicated during investigation. The pump case was removed and there was no evidence of moisture or loose components inside the pump.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (no power) issue. There was no indication of damage to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.